Manufacturer narrative:
Philips investigated this complaint. The field service engineer (fse) inspected the system onsite and identified that the host pc keyboard was being pressed down by another object. The fse removed the object from the keyboard to resolve the issue, restoring normal system functionality. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system couldn't boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.